Manufacturer narrative:
All operating currents are within specification. No unexpected low battery, off no power, or failed battery test alarm noted. Unit functioned properly during rewind, basic occlusion, prime and excessive no delivery alarm as well as the displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that their blood glucose readings were high in the 600 mg/dl range due to chemo treatments and special medication. Customer stated that the battery died on the insulin pump. After the insertion of a new battery the insulin pump alarmed failed battery test. Troubleshooting was done and the failed battery test alarm did not reoccur.